Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after changing infusion supplies prior to breakfast and consuming approximately twice the usual carbohydrate amount, with blood glucose readings of 324 mg/dl by fingerstick, 368 mg/dl on the pump, and 379 mg/dl at the end of the call while using a contact detach infusion set (23", 6 mm). Symptoms included elevated blood glucose. Outcomes included customer education and troubleshooting. Investigation included technical support review and user guidance to replace infusion set and related supplies to address a potential infusion issue. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from recent supply change and increased carbohydrate intake. It was concluded that no device malfunction could be confirmed and that the event was managed with continued monitoring and replacement of infusion components. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.